Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. Customer was not wearing the insulin pump at the time of the death. It was noted that the customer was found passed away in his bed. Mother stated that they are waiting to get the blood test results to check his blood glucose readings as the customer was a fragile diabetic and has been in coma and the intensive care unit during past incidents. No further information reported.